Manufacturer narrative:
Initial.

Event description:
It was reported that a user experienced persistent high blood glucose after a continuous glucose sensor failed overnight, followed by a morning sensor and infusion set change on an ilet system; the user reported values around 389 mg/dl and above 300 mg/dl thereafter and declined further troubleshooting, planning to replace supplies independently. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included interviews and analysis of information provided by the user. Investigation of this case revealed insufficient information, with no findings available regarding a device problem or specific component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.